Event description:
The customer reported that on 26 december 2024, a 18 fr red tieman latex catheter was installed and on (B)(6) 2025 pierced balloon was observed. A new16 fr yellow tieman latex catheter has been re-installed.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) for lot 3345u73qx was reviewed and no anomalies related to the reported issue were observed. A device was received for evaluation and the reported condition was observed; however, a definitive root cause could not be determined. Based on this information, no corrective actions are warranted at this time. We will continue to track and trend through our monitoring programs and take actions as applicable.